Event description:
It was reported that the 2.5x12 xience xpedition was implanted in the proximal left anterior descending coronary artery (lad) on 07/10/2013. One and a half years later, on (B)(6) 2015, the patient had chest pain/unstable angina. The coronary angiogram found severe disease in the ostial lad with proximal stent restenosis. Coronary artery bypass graft was performed with the left internal mammary artery to the lad. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.